Event description:
It was reported to the MFR that the vns pt has been experiencing an increase in seizure activity. It is unk if the increase is above pre-vns baseline. The relationship between the increase and vns therapy is unk at this time. The pt's generator has been prophylactically replaced, per physician discretion. The explanted generator has been returned to the MFR for product analysis. Product analysis is currently pending. Diagnostic tests performed on the pt's device revealed proper device function in (B) (6) 2006. Good faith attempts to obtain add'l info regarding the reported event have been unsuccessful to date.